Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device.the event report alleges the product was used in a surgical procedure.the visual inspection of the returned product noted; the obturator, insufflation bulb and valve seal appeared intact. The locking collar was not received. The sheath appears to be properly removed from the cannula. The sheath cover does not present any abnormal condition besides being out of position.the condition of the device precludes functional testing.records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged sheath may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
During a lap hernia procedure while using the dissection balloon, the sheath detached and had to be retrieved from the space internally. There was no delay to the operation. There was no blood or tissue loss. Patient was discharged and had no adverse effect.